Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error alarm. The blood glucose reading was 179 mg/dl. The customer stated that she switched her infusion set, reservoir and insulin out in the morning, and later on that day, the device emptied about 100 units out before alarming the error. She noted that the device had been dropped into the sink with no water in it. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to protruded loose drive support disk. No a33 alarm noted. Unable to perform functional testing due to protruded loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.